Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that operation room front desk channel for IV pole is not working has a safety clamp error, sending in for repair. Cess: replaced the ail sensor, calibrated, performed pm, passed all tests. No patient harm.